Event description:
Reporter stated that pt obtained a blood glucose result of 453 mg/dl, while using the suspect device. Reporter indicated that, based on this result, she contacted a nurse and was advised to contact emergency medical services for assistance. Upon paramedics' arrival, approx 30 minutes later, pt's blood glucose reportedly measured 107 mg/dl (on emt's blood glucose monitor). No treatment was received. Quality control testing had not been performed on the system. Technical suport requested the return of the suspect product and replacement product was shipped.